Manufacturer narrative:
Per the user guide: do not use any other insulin with your system other than u-100 humalog® or novolog®. Only humalog® and novolog® have been tested and found to be compatible for use in the system. Per the user guide: replace the cartridge every 48 hours if using humalog®; every 72 hours if using novolog®. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced blood glucose (bg) over 600mg/dl. Customer administered manual injections to address bg. Reportedly, the customer used lispro insulin with the pump supplies. Additionally, the customer reused the cartridge. Tandem technical support educated customer regarding cartridge / insulin labeling.